Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("irregular bleeding") and oophoritis ("ovarian infection") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2011 and (B)(6) 2013), surgery, hernia repair, psoriasis, chest pain, diarrhea, cardiac pain, esophagogastroduodenoscopy, alcohol use, heart murmur and premature baby. Previously administered products included for contraception: ortho evra patch from (B)(6) 2014 to (B)(6) 2014; for chronic back pain: naproxen; for an unreported indication: anesthesia. Past adverse reactions to the above products included menorrhagia with ortho evra patch. Concurrent conditions included body mass index normal, trauma, heartburn, shaky feelings, epigastric pain, constipation, allergic asthma, gastroesophageal reflux disease, tobacco abuse, fever, chills, chronic cervicitis and decreased appetite. Family history included chickenpox (mother: father), breast cancer (cousin (michelle)), fibromyalgia (mother), cerebral palsy (sister), psoriasis (mother), diabetes, hyperlipidemia and depression. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as anaesthetics (anesthesia), estradiol since 2015, magnesium since 2015 and pantoprazole (protonix) since 2015. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and rash ("rashes"). On (B)(6) 2014, the patient experienced allergy to metals ("allergy to nickel") and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced dyspareunia ("painful sexual intercourse / dyspareunia"). On (B)(6)2015, the patient experienced oophoritis (seriousness criterion medically significant) with nausea, vomiting, back pain and abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage, oophoritis, vaginal haemorrhage, menorrhagia and rash outcome was unknown and the allergy to metals, dysmenorrhoea and dyspareunia had resolved. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, oophoritis, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. On (B)(6) 2014: hysterosalpingogram - fallopian tubes were bilaterally occluded and essure coils were in normal position. Normal post essure catheter placement hysterosalpingogram. Catheters are in normal position and no passage of contrast is seen into or beyond the fallopian tubes. Current weight 105.00 lbs. Most recent follow-up information incorporated above includes: on 21-feb-2018: pfs and medical record received. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease, family history, laboratory data, concomitant drugs were added. Updated suspect drug indication removal date. Events pelvic pain, irregular bleeding, vaginal bleeding, menorrhagia, ovarian infection, rashes, nausea, vomiting, lower back pain, lower abdominal were added from pfs and updated events and event outcome was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals, dysmenorrhoea and dyspareunia had resolved. The reporter considered allergy to metals, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff uterus, cervix, and bilateral fallopian tubes. In late 2014 she had a allergy test performed and it confirmed that she was allergic to nickel. Diagnostic results: (B)(6) 2014: hysterosalpingogram - fallopian tubes were bilaterally occluded and essure coils were in normal position. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.